Event description:
The user facility reported that a patient with renal artery dissection underwent renal denervation treatment. On the final angiogram, the physician noted a lesion in the left renal artery and treated it according to his medical judgment. Upon re-review with a second physician, the lesion was determined to be a dissection caused by the initial entry of the 6f terumo destination sheath into the left renal artery. The patient was kept overnight as pre-planned due to monitored anesthesia care (mac) and was started on plavix and aspirin. Some of her medications, including irbesartan, spironolactone, and nifedipine, were put on hold. On (B)(6) 2024, the patient's condition improved, and she was discharged in stable condition. She was scheduled for a repeat ultrasound of her renal arteries in one month. On (B)(6) 2024, three days post-procedure, the patient presented to the emergency room with complaints of nausea and pain in the left flank. A computed tomography (CT) angiography was performed, showing minimal blood flow to the left kidney, raising concerns about a possible thrombus or occlusion of the left renal artery. The patient's systolic blood pressure was found to be approximately 220 mmhg. On (B)(6) 2024, the patient was admitted to the intensive care unit (ICU), where her blood pressure was aggressively managed with prn labetalol and hydralazine. Following the treatment, her systolic blood pressure was controlled and ranged between 140-160 mmhg. The patient was monitored by an interventional radiologist and received a continuous heparin infusion. Around (B)(6) 2024 the patient underwent renal angioplasty. In the following week, an ultrasound showed a largely patent left renal artery. The patient is scheduled for a follow-up visit with a nephrologist within a week. There was no blood loss. The paradise device was used in addition to the guide sheath. However, according to the treating physician, the dissection occurred upon the initial entry of the destination sheath into the left renal artery, prior to any recor product being inserted into the patient. The patient was started on plavix and aspirin and given an IV heparin infusion. Around (B)(6) 2024, the patient underwent renal angioplasty.

Manufacturer narrative:
D4: expiration date: unknown due to the combination of an unknown model and lot number. D4: UDI: unknown due to the combination of an unknown model and lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: principal quality engineer. H4: device manufacture date: unknown due to the combination of an unknown model and lot number. The product model & lot number combination was not provided by the user facility, which prevented a meaningful review of the device history. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The complaint cannot be confirmed since the sample was not available for evaluation. The exact root cause cannot be determined. No failure mode was alleged against the destination sheath. The device history record (DHR) could not be reviewed since the lot number was not provided. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).